Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the power pcb assembly and the battery power cable assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed power pcb assembly and determined that the cause of the reported issue was contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear.  The corrosion caused high resistance to measure across the j11 connector contacts. Physio also examined the removed battery power cable assembly and observed contact corrosion on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11.

Event description:
The customer contacted physio-control to report that the service indicator came on during a call while in use with a patient. The customer reported that there was no adverse effect or delay in therapy to the patient. Upon evaluation of the customer's device, physio-control observed that the device powered off when printing the code-summary. Physio-control observed contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, on the power pcb assembly.  This issue could potentially cause an excessive voltage drop during defibrillator charging which may result in the device losing power unexpectedly.